Event description:
The report received from a potential legal/litigation, indicated that the pt suffered late stent thrombosis post cypher stent implantation. The pt had been "prescribed plavix for an insufficient period of time. There is no other info available at this time.

Manufacturer narrative:
This male pt suffered late stent thrombosis post cypher stent implantation. The pt had been "prescribed plavix for an insufficient period of time". The info was received from a legal file and no clinical or procedural details are available. No product was returned for evaluation. A review of the mfg records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited info available does not make it possible to determine what factors may have contributed to the event with any certainty.